Manufacturer narrative:
Analysis found that the gear pin on the motor was broken and that the rotating wheel seized. The motor was running but the shafte key was not turning. The device failed hipot. The device was tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device had slight vibration and that the pitch varies. The rotating wheel was spoilt. There was no patient impact.